Manufacturer narrative:
The ge healthcare service representative performed a checkout of the unit and replaced the consolidated ventilator interface board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During servicing of the unit, the ge healthcare service representative noted that the unit had a ventilator failure. There was no report of patient involvement.